Event description:
It was reported that during a scheduled replacement of this cardiac resynchronization therapy defibrillator (crt-d) the left ventricular (lv) lead was found to have been stuck inside the device header. The device header was subsequently cut and the lead was able to be removed. This lead was successfully removed from the device header and connected to the new device. No adverse patient effects were reported.